Event description:
Information was received regarding a cadd legacy plus pump. It was reported that the sensor needs to be replaced. There was no patient, or clinician injury associated with this occurrence.

Manufacturer narrative:
One cadd legacy plus pump was returned for the evaluation of the reported issue. A DHR, device history review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. The event history log, ehl, showed no evidence of the reported event. A functional test and a visual inspection was performed to further investigate the reported event. Found downstream occlusion sensor is old style and needs to be upgraded. The downstream occlusion sensor will be replaced.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problems or issues were identified during this device history record review. Correction: error history log review found no disposable, high pressure and upstream occlusion detected alarm messages.